Event description:
The clinic reported that two patients out of four treated for laser vision correction enhancement presented at a post op exam with stage 1+ diffuse lamellar keratitis (dlk). Patients were treated with topical steroids and have recovered.

Manufacturer narrative:
(B)(4). The clinic is reporting this event only and does not suspect the equipment as the source of the dlk. Field service was not requested. The clinic is experiencing a cluster of dlk cases and the amo clinical development manager is assisting the customer with their investigation into the cause of the dlk. All pertinent information available to amo has been submitted.